Event description:
It was reported to boston scientific corporation that an obtryx transobturator sling system was used during a procedure on (B)(6) 2007. According to the complainant, the patient experienced erosion of the vaginal wall and other tissues, infection, permanent physical deformity, and the loss of the ability to perform sexually. It was reported that the patient has either undergone or will undergo corrective surgery. The patient's condition at the conclusion of the procedure and the patient's current condition are unknown. Attempts to obtain additional information have been unsuccessful to date. Should additional details become available, a supplemental report will be submitted.